Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: wash station over flows and possible waste tank over flow was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.

Event description:
It was reported while using bd facs¿ sample prep assistant waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: wash station over flows and possible waste tank over flow was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station overflows. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 30apr2020 to date 30apr2021 (rolling 12 months). Complaint trend: there are 2 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 30apr2020 to date 30apr2021 (rolling 12 months). Investigation result / analysis: customer cleaned inline filter and fittings checked waste tank level sensor probe. This resolved the issue. Customer has been running spa for several days without issue. Service max review: review of related work order#: no work order was initiated. Install date: (B)(6) 2003. Defective part number: there were no defective parts. Work order notes: subject / reported: overflowing wash column. Problem description: clogged fluidics lines. Cause: clogged pump filter and couplings. Work performed: cleared fluidics lines. Solution: cleared fluidics lines. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes/no? Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control:_alarp. Mitigation(s) sufficient, yes/no? Root cause: based on the investigation result the root cause was clogged fluidics line and couplings. Conclusion: based on the investigation results the complaint was confirmed for the wash station overflow h3 other text : see h10.